Event description:
It was reported that the patient underwent an initial elbow arthroplasty approximately seventeen (17) years ago. Subsequently, the patient underwent a revision surgery approximately seven (7) years later due to implant wear.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. D10: medical products: item #: unknown, humeral stem; lot#: unknown. G2: foreign: new zealand. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records related to this event were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.